Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 1 was not detected to open. A field service engineer replaced the latch to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door 1 was closed and unable to recover. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.